Event description:
The customer reported to olympus during preparation for a laparoscopic surgery, no image and a e225 (scope communication error) occurred after reconnecting the 4k camera head. The procedure was completed using a similar device. The patient was not under anesthesia and a delay of 15 minutes was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the reported event was not confirmed, therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image and a e225 (scope communication error) occurred during preparation for a laparoscopic surgery, after reconnecting the 4k camera head. The procedure was completed using a similar device. This report is being submitted for the reportable malfunction of no image.